Manufacturer narrative:
(B)(4).

Event description:
It was reported that increasing pacing lead impedance was observed. It was noted that during pacing tests, the patient felt chest pain. It was believed that diaphragm contraction was not present, but it was caused by ventricular stimulation with closed mitral valve. The physician elected to take no action. The patient was in good condition.